Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the lcd display of the device was found to have missing pixels. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer had a bad display. This event was found during testing. No adverse events were reported.